Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Correction on initial report.

Event description:
Customer reported two secondary infusions (cyclophosphamide 331 ml and pamidronate 290 ml) were ordered for a patient. The first infusion (cyclophosphamide) was programmed to infuse at 220.7 ml/hr; however, the user observed the medication infusing faster than expected, observed backflow into the ¿hydration¿ bag, stopped the infusion, and replaced the tubing. The infusion as restarted without incident. No patient harm reported.

Manufacturer narrative:
Concomitant products were received. The customer¿s report of backflow was not confirmed. The event set (B)(4) was discarded by the customer. The root cause of the reported back flow was not identified.